Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer wants a replacement main pcb (printed circuit board) and eeprom(erasable programmable read-only memory). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that while the vela ventilator was running it experienced vent inoperable, motor fault, low pip (peak inspiratory pressure), low ve (minute ventilation), high rate and transducer fault alarms. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.